Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable connector was damaged, which prevented the electrode belt from connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable problem. During servicing, the trunk cable connector on electrode belt sn (B)(4) was damaged. The last pt to use this electrode belt did not report any deficiencies.